Event description:
It was reported that the customer received no delivery alarms. The customer went to the emergency room on (B)(6) 2015. Her blood glucose level was around 300 mg/dl. The customer experienced high blood glucose levels for two days. She was developing ketones. She was wearing her insulin pump at the time of the emergency room visit. The cannula was occluded. The customer's site was sometimes sore and had blood. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.